Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information from the patient indicated this device was eventually explanted due to infection approximately two years ago and is no longer in service. No additional adverse patient effects were reported.